Event description:
Cautery machine used during surgery. Ci=oagulation workeed well but poor power to cutting. Upon check by biomed repair, unit found to be 5-7 watts low. Unit sent out for repair. No injury to pt. Or delay in surgery. Reported to manufacturer.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-apr-94. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.